Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation, the right atrial (ra) lead exhibited a warning for low impedance causing a polarity switch to unipolar. The lead was reprogrammed back to bipolar but the low impedance persisted. The lead was programmed back to unipolar and measurements were within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.